Event description:
It is reported that after insertion of the aps natural stem, surgeon recognized a crack of the calcar and used a cable to provide support and allow for the femur to heal. Surgery date is unknown.

Manufacturer narrative:
Evaluation summary: the item number and lot number were not provided. The device was not returned for evaluation. No x-rays were provided. It is possible that the intra-operative femoral fracture may have resulted from (but not limited to) one or a combination of the following: improper rasping technique; selecting/inserting a stem too large for the femur; variability in the mechanical properties of bone; excessive impaction force during implant insertion. However, it is not possible to definitively determine the cause of the femoral fracture at this time. Evaluation codes: no product was returned. Review of the device history records were also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.